Manufacturer narrative:
A ge service rep performed an onsite investigation. The left monitor video cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The fse reported that the left (live) monitor had no power. This could cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.